Manufacturer narrative:
(B)(4). Evaluation summary: baxter received photos of the sample for evaluation. Photographic evaluation confirmed the reported condition of a leak. However, due to sample unavailability, a leak test could not be performed and the root cause could not be identified. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.

Event description:
Baxter (B)(4) received a report that an intermate leaked before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Photographs of the device have been made available to baxter and are currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.